Event description:
Information received from the field does not address the patient's clinical status but notes that during a follow-up, interrogation revealed vvi back-up mode. The device may have been in back-up mode for about two and a half years. The patient was lost to follow-up during that time.